Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was operated on (B)(6) 2021 and during the operation the screw heads were broken and the operation lasted 2 hours. This event is the result of a recovery for infection. This revision for infection took place 6 years after the first installation. The surgeon explanted humeris stem size 12, two locking screw, two standard screw, centered glenosphere, 135/145° ø40+3 cup and glenoid base plate. The surgeon implanted humeris stem size 10, two locking screw, two standard screw, centered glenosphere, 135/145° ø40+3 cup and glenoid base plate.